Manufacturer narrative:
(B)(4). The following report is submitted to relay additional and corrected information: corrected: expiration date: may 28, 2020. The reported event is confirmed through receipt of revision operative notes. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Review of the primary op notes indicate that the patient underwent an initial right tha procedure due to osteoarthritis for the right hip. The notes identified eburnated bone with severe arthrofibrosis of the hip and periarticular osteophytes alongside a cyst. This procedure was successful with no intraoperative complications. Trialing was successful and final implants were placed and good stability was observed. Review of the revision op notes revealed that the patient underwent a right hip revision procedure approximately five (5) years post implantation on due to instability, osteolysis, pseudotumor, and metal on metal allergic type response. Operative findings confirm that there was severe soft tissue lytic areas around the hip with attachment of some abductor muscles. The massive pseudotumor over the greater trochanter was removed. The femoral head was also removed. Severe osteolysis was noted around the cup. A definitive root cause for the reported event could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Concomitant products: selex/magnum mod hd 40mm -3/ pn s031140/ ln 218320. Bi metric/xr lat rpp c/l 8mm/ pn x11-180438/ ln 057290. It is unknown if the device will be returned for analysis, as its location is unknown. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-03027-1, 0001825034-2017-03541.

Event description:
It was reported that patient underwent a right hip revision approximately five years post implantation due to instability, osteolysis, pseudotumor, metal on metal allergic type response, and synovitis. Operative notes indicate that the patient had no gluteus minimus and capsule, and was basically direct to the hip joint. There was also severe soft tissue lytic areas as well as a massive pseudotumor over the greater trochanter.